Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Visual analysis of the ipg noted some discoloration in the ipg header and at both septums. Functional testing found the device exhibited no telemetry and no output. The unit was cut open for further analysis which revealed an electrolyte material leak from the ipg battery. A CAPA has been initiated to investigate the root cause of the battery leak. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt suddenly lost stimulation, and her ipg was unable to communicate with the charger or programmer. Replacement external devices did not resolve the issue. It was reported that the pt had experienced frequent falls. The pt ipg was explanted and replaced on (B)(6) 2010. F/u on the pt found no further issues reported.